Event description:
During a coronary stent procedure a pre dilated rca lesion, a 16 x 4.0 express2 stent was successfully deployed and the physician elected to place another 16 x 4.0 express2 stent proximally. The physician was unable to cross the lesion with the second stent and it was removed from the patient. The delivery/stent device was wiped down and it was noted that the stent was missing. The physician successfully deployed another manufacturer's stent proximally to the first one. During clean up the missing stent was located in the gauze that was used to wipe down the express2 catheter. Patient status is listed as "okay".